Event description:
The surgeon, colorectal surgeon, had been using this gelport for approximately 5 hours and the sides of the gelport where the gel ends began to come away from the sie of the cap. The surgeon decided, as the hospital did not have another on its shelf sterile to close the site of where the gelport had been and proceeded to an open procedure to remove the remaining colon. The case went for a total of 10 hours. The other parts of the gelport have been thrown away as they had been used. The nursing staff decontaminated this part of the gelport so it could be sent to applied to be examined. The hospital are inquiring about the lifespan (ie hours) during a case of the gelport and are expecting a replacement.

Manufacturer narrative:
Product has not been returned for evaluation. When product is returned for evaluation, will resubmit along with engineering evaluation.